Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered four shocks as inappropriate therapy due to oversensing of noisy signals and t-wave oversensing. Technical services (ts) was consulted and discussed stored as well as programming options, with further in clinic examination recommended. Additionally, ts noted that previously the device had its smart pass feature disabled due the patients low amplitude. This device remains in service. No additional adverse patient effects were reported.